Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead thresholds had increased, the r waves had decreased, and there was a micro-dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.